Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: incidental findings: cuts/discoloration on both power cables; green contaminate fluid resembling fluid ingress on the cable shielding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii system controller (serial number (B)(4)) was evaluated following the reported event of driveline fault and controller fault alarm conditions active. The heartmate 3 system controller was retuned to abbott burlington and a log file was downloaded. The submitted log file contained data spanning approximately 1.5 days (02nov2021 ¿ 03nov2021 per the timestamp). The log file captured intermittent yellow wrench advisory alarms active in the log file due to a driveline fault alarm. Additionally, the log file captured intermittent yellow wrench advisory alarms due to a controller internal time base faults. These yellow wrench alarms resolved on their own each time they activated and they are indicative of suspected driveline issues/damage. The heartmate ii system controller was functionally tested at abbott burlington. The system controller operated on a mock loop for an extended period of time without issue. The driveline fault alarm as well as the controller internal fault alarms were not reproduced during testing indicating that there is an issue with the driveline. The reported event could not be correlated to an issue with the returned system controller and the reported event of yellow wrench advisory alarms were determined to be due to the suspected driveline issue. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including yellow wrench advisory alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called with low flow alarms increasing in frequency that started early (B)(6) 2021. The patient reported that "I almost feel a rattling in my chest when this happens." The patient had another low flow while on the phone with the vad coordinator. The patient had about 50+ ounces of water/ flavored water. There were no signs or symptoms of gastrointestinal bleeding, no edema, weight was stable, urine was clear yellow, and no power spikes on the ventricular assist device (vad). Upon emergency department arrival the patient was hooked up to the orange cable on the power module (pm) and screenshots of the full history were taken. The patient stated still feeling revving in her chest. The patient was then transferred to the intensive care unit (ICU), the driveline fault alarm progressed to a system controller fault alarm. The pm providing power to the pump had the green circle on. Nursing auscultated for vad hum and vad sounds were present. The team was advised not to change controller as pump may not restart. Pm / monitor was switched out on a new cart and orange cable had no change since the monitor was not receiving data and the controller was unable to be silenced. The vad is addressed under MFR. #2916596-2021-06674.